Event description:
Vascular access consulted for leaking under dressing. Arrived and appeared catheter was broken at plastic portion of hub leaking blood and lipids. Peripherally inserted central catheter (PICC) was placed on [date redacted], appears this was a catheter malfunction and faulty product. PICC was rewired at bedside to save site. Argon 1.9 fr catheter appears to be cracked at the hub as mentioned causing fluid to leak. Exact packaging of PICC line is unavailable to identify lot number of the cracked PICC line. Lot #: 11478664 - exact lot number of defective PICC line could not be identified as bedside blue card with information was removed and PICC line packing was not saved. This is the lot number of a 1.9 fr argon PICC line stocked in our line carts.